Event description:
It was reported that the patient missed a refill. The patient experienced withdrawal and dehydration. The patient was admitted to the hospital. No treatment or outcome was reported. The pump contained morphine sulfate. Additional information has been requested, but was not available as of the date of this report.